Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right tube failed to occlude due to essure was noted on the left pelvis floating free/failure to occlude fallopian tube') and device breakage ('complication of essure insertion-friend who escorted her to appt for essure implantation was told that a small piece of string was left inside of her during the procedure') in a 40-year-old female patient who had essure (batch no. 627454) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholelithiasis, per vaginal bleeding, bronchitis and cholecystectomy. Concurrent conditions included irregular menstruation and anemia. Concomitant products included ethinylestradiol;levonorgestrel (ovral-lo). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced device breakage (seriousness criterion medically significant) and complication of device insertion ("complication of essure insertion-friend who escorted her to appt for essure implantation was told that a small piece of string was left inside of her during the procedure"). On (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), fatigue ("fatigue"), vertigo ("neurological conditions or problems type: vertigo"), dizziness ("neurological conditions or problems type: dizziness") and asthenia ("neurological conditions or problems- weakness"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia;"), abdominal pain ("gastrointestinal or digestive system condition - abdominal pain"), migraine ("migraines / headaches"), pelvic pain ("pain"), back pain ("back pain"), hypertonic bladder ("bladder or urinary problems or changes overactive bladder") and neck pain ("neck pain"). Essure treatment was not changed. At the time of the report, the device dislocation, device breakage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, fatigue, abdominal pain, migraine, vertigo, dizziness, asthenia, pelvic pain, back pain, hypertonic bladder, neck pain and complication of device insertion outcome was unknown. The reporter considered abdominal pain, asthenia, back pain, complication of device insertion, device breakage, device dislocation, dizziness, dysmenorrhoea, dyspareunia, fatigue, hypertonic bladder, menorrhagia, migraine, neck pain, pelvic pain, vaginal haemorrhage and vertigo to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: unilateral occlusion (left tube occluded); right tube failed to occlude due to essure was noted on the left pelvis on hsg. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: fatigue, vertigo, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-aug-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right tube failed to occlude due to essure was noted on the left pelvis floating free/failure to occlude fallopian tube') and device breakage ('complication of essure insertion-friend who escorted her to appt for essure implantation was told that a small piece of string was left inside of her during the procedure') in a (B)(6) year-old female patient who had essure (batch no. 627454) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholelithiasis, per vaginal bleeding, bronchitis and cholecystectomy. Concurrent conditions included irregular menstruation and anemia. Concomitant products included ethinylestradiol; levonorgestrel (ovral-lo). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced device breakage (seriousness criterion medically significant) and complication of device insertion ("complication of essure insertion - friend who escorted her to appt for essure implantation was told that a small piece of string was left inside of her during the procedure"). On (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), fatigue ("fatigue"), vertigo ("neurological conditions or problems type: vertigo"), dizziness ("neurological conditions or problems type: dizziness") and asthenia ("neurological conditions or problems- weakness"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia;"), abdominal pain ("gastrointestinal or digestive system condition - abdominal pain"), migraine ("migraines / headaches"), pelvic pain ("pain"), back pain ("back pain"), hypertonic bladder ("bladder or urinary problems or changes overactive bladder") and neck pain ("neck pain"). Essure treatment was not changed. At the time of the report, the device dislocation, device breakage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, fatigue, abdominal pain, migraine, vertigo, dizziness, asthenia, pelvic pain, back pain, hypertonic bladder, neck pain and complication of device insertion outcome was unknown. The reporter considered abdominal pain, asthenia, back pain, complication of device insertion, device breakage, device dislocation, dizziness, dysmenorrhoea, dyspareunia, fatigue, hypertonic bladder, menorrhagia, migraine, neck pain, pelvic pain, vaginal haemorrhage and vertigo to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: unilateral occlusion (left tube occluded); right tube failed to occlude due to essure was noted on the left pelvis on hsg. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: fatigue, vertigo, menorrhagia. Most recent follow-up information incorporated above includes: on 2-aug-2019: new pfs and mr received- new events added; abnormal bleeding (vaginal, menorrhagia); bladder or urinary problems or changes-overactive bladder; dysmenorrhea/cramping; dyspareunia; right tube failed to occlude due to essure was noted on the left pelvis floating free/failure to occlude fallopian tube; fatigue; gastrointestinal or digestive system condition - abdominal pain; migraines / headaches; complication of essure insertion - friend who escorted her to appt for essure implantation was told that a small piece of string was left inside of her during the procedure, neurological conditions or problems ¿ vertigo, dizziness, weakness; pelvic pain, back pain, neck pain were added. Lot number, medical history, lab data and reporters information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.